Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins was replaced in (B)(6) 2016 because it was not keeping a charge, it was taking a long time to charge, and it would run down fast. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.